Event description:
Event description cpi received information from the patient that this implantable cardioverter defibrillator (ICD) may have been accidentally turned 'off' with a magnet application.